Manufacturer narrative:
Patient identifier: (B)(6). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4). Same case as MFR report #: 2134265-2011-01656, 2134265-2011-01657. Same patient as MFR report #: 2134265-2011-01689. It was reported that following a coronary stenting treatment procedure, the patient experienced thrombosis and a myocardial infarction (mi). The patient was admitted due to current q-wave nstemi (killip classification I) and cardiac catheterization was recommended. The index procedure treated the 100% restenosed and thrombosed, 2.0x24mm target lesion located in the right posterior descending artery (r-pda). A 2.25x28mm taxus liberte had been previously implanted in the target lesion located in the r-pda. The target lesion and previously placed 2.25x28mm taxus liberte stent were treated with aspiration thrombectomy, pre-dilation and the placement of two overlapping taxus liberte study stents (2.5x8.0mm, 2.25x28mm) resulting in 0% residual stenosis. The patient was discharged the next day on aspirin and prasugrel. In (B)(6) 2011, the patient presented with chest pain and angiography revealed that the study stents located in the r-pda were occluded with thrombus. Cardiac enzymes were elevated and consistent with the protocol definition of mi. It was noted that the thrombosis of the study stents were felt better to be left alone due to the fact that they were small stents in a small vessel. The patient was only treated medically for the stent thrombosis and was discharged the next day on aspirin and prasugrel.